Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a levophed infusion that had been running all night in critical care profile at 30 mcg/min, a tubing change was attempted and the pump 'froze.¿ the nurses were unable to program a vtbi, and the ICU patient experienced a significant drop in the bp and map. Several clinicians were unable to troubleshoot the problem, so a new pump module was used to restart the levophed drip. There was no report of lasting harm or additional effects to the patient. The biomed internal investigation determined that fluid damage and ingress may have occurred at the ail sensor and behind the membrane of the pump module. After the fluid was dried, the pump module passed the pm testing. Although photos of the set were taken when it arrived in biomed, the set was not available for investigation. Several twists of the pumping segment were identified.

Manufacturer narrative:
Additional information provided: the customer¿s report that the pump "froze" during infusion was not confirmed. Analysis of the pcu event log shows that the pump module was infusing norepinephrine 32mcg/ml, 8mg in 250ml, at a rate of 60ml/hr (dose = 32mcg/min). The rate was later changed to 56.3ml/hr (dose = 30mcg/min) and then to 52.5ml/hr (dose = 28mcg/min). The infusion continued until 3:22 am on 25 october 2018 when the primary infusion transitioned to the kvo rate of 5ml/hr. The user then paused the infusion. At 3:23 am the user selected the paused device. The pcu displayed instructions to ¿select vtbi.¿ the user selected softkey 3 (vtbi) and the display then instructed the user to ¿enter vtbi¿ but before entering a new vtbi, the user selected softkey 4 (dose) and the display stated ¿value 0 is less than min vtbi 0.1.¿ the user tried different softkeys and numeric keys multiple times but all were invalid keypresses. The user could not continue without correcting the vtbi value. At 3:25 am, the user selected cancel and the message at the bottom displayed "select vtbi." The user entered softkey 3 (vtbi) and was then able to enter a value for the vtbi. The user entered 50ml for the vtbi and started the infusion. Disassembly of the device showed evidence of fluid ingress underneath the membrane frame, however this ingress did not interfere with the mechanism assembly. No other fluid ingress was observed. The root cause of the customer¿s report of the pump freezing was identified as user programming.

Event description:
The customer reported that during a levophed infusion that had been running all night in critical care profile at 30 mcg/min, a tubing change was attempted and the pump 'froze.¿ the nurses were unable to program a vtbi, and the ICU patient experienced a significant drop in the bp and map. Several clinicians were unable to troubleshoot the problem, so a new pump module was used to restart the levophed drip. There was no report of lasting harm or additional effects to the patient. The biomed internal investigation determined that fluid damage and ingress may have occurred at the ail sensor and behind the membrane of the pump module. After the fluid was dried, the pump module passed the pm testing. Although photos of the set were taken when it arrived in biomed, the set was not available for investigation. Several twists of the pumping segment were identified.